Manufacturer narrative:
Title: computational investigation of interaction between stent graft and aorta in retrograde type a dissection after thoracic endovascular aortic repair for type b aortic dissection. Authors: tao ma, md, a zhi hui dong, md, a shengzhang wang, phd, b zhuang yuan meng, bd, b yin yin chen, md, c and wei guo fu, md. Journal of vascular surgery (2018) 06.008; doi.org/10.1016/j.jvs.2018.06.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an rtad on an unknown date. It was reported that seven days after the index procedure, the patient experience sudden death. The autopsy revealed the cause of death to be rtad and consequent pericardial tamponade.